Event description:
The hcp reported that while placing a bravo ph monitor for the capsule attached to the patient's esophagus, but would not deploy from the delivery system. The plunger on the handpiece broke and the spring came out. The physician used endoscopic scissors to cut the capsule off of the esophagus. No further complications were reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.